Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation the right atrial lead exhibited loss of sensing, loss of capture far r oversensing, the lead is suspected to be dislodged. No intervention had been reported. The patient was stable and would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information lead was received and was explanted no date provided.